Manufacturer narrative:
The reported complaint was confirmed during functional test and review of the archive data of the returned autopulse platform. The load sensing system has detected a weight/load imbalance between the two load cells. It was determined that the root cause of the reported issue was due to defective load cells. The load cell modules were replaced to remedy the reported ua 7 error message. During visual inspection, cracked front and bottom covers were observed, these types of physical damages on the ap platform can occur due to normal wear and tear. However, these damages identified were unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in 28 sep 2008 and has exceeded its serviceable life of 5 years. Data archive review shows multiple of error messages ua 7 (discrepancy between load 1 and load 2 too large) were verified on the date issue occurred. Initial functional testing of the autopulse platform could not be performed due to error message prompted on the screen. After the load cells replacement, the ap platform subsequently passed the 15 minutes functional test with the large resuscitation testing fixture (lrtf), equivalent to 250 pound patient. Historical complaints were reviewed for service information relating to the reported complaint. As a result, there was no previous history of complaint reported for autopulse platform serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform ((B)(6)) displayed (user advisory) ua 7 (discrepancy between load 1 and load 2 too large) error message. The user wasn't able to clear error message. No patient involvement.